Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Tandem technical support provided the customer with pump reset information and assisted with the reset once the customer was able to perform it after initially being unable due to being on a plane. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.